Event description:
Hospital staff were in the process of moving a patient into the room this bed was located in, when they noticed an odor and saw smoke coming from the bed. Biomedical/healthcare technology management team was able to investigate shortly after and found the main board on the bed had severe damage. There was scorching found on the board, and several wire pairs running over the area were found to have been damaged as well. Further investigation found the connector from the bed¿s transformer had suffered damage as well.